Event description:
It was further reported that the lesion being treated was a 90%, tortuous, de novo, right coronary artery (rca) lesion. The lesion was predilated with a 20 mm balloon. The balloon was successfully inflated on the first attempt. After deploying the taxus express2 3.5 x 32 mm stent, the balloon would not deflate. The physician applied continuous negative pressure, and the balloon began to deflate slowly. After 60 seconds, the balloon was completely deflated. The balloon was removed from the pt intact and completely deflated. The procedure was successfully completed and the final pt condition was listed as "satisfactory."

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was in the right coronary artery (rca). The taxus express2 8.8% 3.5 x 32 mm drug eluting stent was slow to deflate. The balloon took over 60 seconds to deflate. There were no reported pt injuries or complications.